Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results h3 other text : no product return per the customer

Event description:
The service technician reported that the device would activate intermittently after a case at the user facility.  The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
The service technician reported that the device would activate intermittently after a case at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.